Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During a crew training, the autopulse platform displayed user advisory ua20 (position out of range) but was later cleared by a zoll representative. Per follow up, customer noticed that the autopulse platform displayed, "system error, out of service, revert to manual CPR." No patient involvement.